Manufacturer narrative:
This report is for an unk - nail insertion handles/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on unknown date that the patient was underwent for femoral diaphysis fracture surgery on (B)(6) 2020. During the surgery, the closing plug #10 was unable to enter completely. It was attempted with # 15 that if it closed but it was too long then it was not indicated. Also, used #5 plug but failed to shut properly and almost impossible to remove it. The surgery was delayed one (1) hour. The patient outcome was unknown. This complaint involves six (6) devices. This is report 3 of 6 for (B)(4).

Event description:
Concomitant devices reported: expert end cap ø12 cann extens. 5 f/lfn (part number 04.003.001, lot 5l48559, quantity 1), nails: rafn (part number unknown, lot unknown, quantity 1), insertion instruments: connecting/coupling screw: trauma (part number unknown, lot unknown, quantity 1), expert end cap ø12 cann extens. 10 f/lfn (part number 04.003.002, lot 4l91497, quantity 1), expert end cap ø12 cann extens. 15 f/lfn (part number 04.003.003, lot 22p9591, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.